Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder strength was week. A surgical procedure was performed to add more saline solution to the reservoir. No components were removed nor replaced. No patient complications were reported.